Manufacturer narrative:
Device not returned.

Event description:
It was reported that the handpiece would not stop running once the foot pedal was released after a case. The procedure was completed successfully with no delay, medical intervention, or adverse consequences.